Event description:
It was reported that there was multiple occurrences of ec 46510 on the device. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was confirmed in the history log, and the probable cause of the issue was found to be a defective printed wire assembly (pwa) board. It was also found that the upstream occlusion (uso) seal was dented. The pwa board and uso seal were replaced to fix the issue. The downstream occlusion (dso) seal was also preventatively replaced.